Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative that reported that there were no interventions planned as of (B)(6) 2016-.

Event description:
Additional information received from the manufacturer's representative (rep) reported they could only get stimulation on contacts 4-7, which produced rib stimulation. No other troubleshooting was performed and the cause of the high impedance was unknown.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3778-75, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3487a-33, lot # v087154, implanted: (B)(6)2008, product type lead; product ID 3487a-33, lot # v087154, implanted: (B)(6) 2008, product type lead see manufacturer¿s report # 3004209178-2015-15508 for the patient¿s other device issue.

Event description:
Information received from the manufacturer¿s representative reported that all contacts (except #4-7) were > 10,000 ohms when the patient¿s implantable neurostimulator (ins) was interrogated 2 hours post physician recharge mode (prm) procedure at 25% charged. The contacts 4-7 produced rib stimulation on the right and not where it was needed. A prime cell device was being considered as a replacement but would also need the lead replaced/revised. This will be discussed with the nurse practitioner (np) at an office visit on (B)(6) 2016 but may now just consider explant as the patient¿s pain was much less now. The indication for use for the implanted device was noted post laminectomy pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.